Event description:
On july 15, 2010, this medical surveillance contacted the patient to clarify information obtained during the initial phone call on (B)(6) 2010. The lay-user/patient alleged that the onetouch ultra meter was reverting into the setup mode each time he attempted to test his blood glucose. The patient manages his diabetes with the insulin pump and tests his blood glucose more than 4 times per day. His insulin sliding scale is based on the carbohydrate intake and the lfs meter readings. Reportedly, after the product issue began on (B)(6) 2010 at 6 pm, the patient was unable to obtain his blood glucose. The patient claimed he took his usual insulin dose despite the product issue. On (B)(6) 2010 in the morning, the patient woke up with symptom of shakiness. At 7 am, the patient administered self treatment with food/drink. The patient does not recall much of the detail of how his managed his diabetes the day prior to the alleged incident. However, the patient feels that had he been able to obtain his blood glucose prior to the aforementioned symptom, he may have been able to prevent the "low incident." According to the troubleshooting performed with customer service, the product issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms that can be associated with hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.